Event description:
Boston scientific crm rec'd info that the pt with this device expired at home. An emergency team attempted resuscitation; however, all attempts were unsuccessful and after 45 minutes, medical intervention ceased. The ECG showed ventricular stimulation of the device with pulseless electrical activity. No allegations against device function as a causative factor in pt's death were noted. An autopsy was not performed and although it has been communicated, the product was explanted, it has never been rec'd for analysis.

Manufacturer narrative:
As part of the study protocol, all reported deaths and potential heart failure events were reviewed and adjudicated by an independent mortality or heart failure event committee. While the study was being conducted, boston scientific was blinded to this death info. Adverse event forms were submitted directly to the event analysis department shortly after the reported pt death, however, the info from the adjudication committee was not available until after the primary endpoint had been reached. Subsequently, boston scientific crm rec'd add'l info from the adjudication committee on october 14, 2009. This group of physicians unanimously concluded that it could not be ruled out, that the implanted device was a contributing factor in the pt's death. The official assessment stated that, although the ICD appeared to function as expected, the slow rate of the pt's vf may have significantly delayed definitive therapy. Subsequently, the device may have failed to detect low-amplitude vf signals or shocked too late to restore circulatory function.